Event description:
Event logs showed a motor stall on (B)(6) 2011 at 10:43 with no recovery. It was also stated that the motor stall was caused by patient having MRI or other medical procedure.

Manufacturer narrative:
(B)(4).